Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the cause of the volume discrepancy and the patient¿s symptoms was not determined. At the refill, the expected residual volume was 0 ml, the actual residual volume was 4 ml, and the pump had been filled with 20 ml of medication at the previous refill. The event was reported to be resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported '3 weeks ago, I went to the hospital and they thought it was my sciatic nerve. Eventually, they came up with the conclusion that it might be the pump that is malfunctioning - the last couple months.' It was reported by the patient they have been keeping a track of how much medicine was withdrawn when the pump was being refilled, and 'it's been like a lot of events happening right after another." The patient contacted the doctor's, but they did not have the equipment to do the catheter dye study. It was noted the patient was "left with nothing. I am in excruciating pain, and I feel like my pump is not working right. I don't go to the emergency room (ER) unless I'm dying. I've been to the ER three times in the last three weeks. I've been in bed for the last three weeks. My roommates are taking care of me. The pain is so bad I am in excruciating and shivering in pain. I know something is wrong." It was reported the surgeon, told the managing doctor to do a dye study, but the doctor texted the patient this morning that she did not have that equipment and was told to call medtronic. She could not do that at her office because she did not have equipment for that type of thing.  While the agent was reviewing information, patient mentioned they had their pump replaced once and stated 'I'm almost back to orals and I need something done. I'm trying to avoid that route, but, it's so bad." It was noted the rep left a voicemail at the clinic and told the patient to tell them when their appointment was for coordination/scheduling purposes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the patient had a dye study on (B)(6) 2024. They had a successful dye study with catheter aspiration. They also did the refill that day as well and there was a discrepancy of 4ml more than anticipated from what the tablet showed.